Event description:
The technician alleged the hi-lo would drift down slowly over time. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenburg hydraulic valve to resolve the issue.